Event description:
Alaris-carefusion pumps are unable to identify between a 1 and 3 ml syringe when a 3 ml syringe is placed on the pump. This leads to accidental infusion errors. We have had several reports of pumps accidentally being programmed with the 1 ml selection instead of the 3 ml selection and the medication infuses faster than intended. In this instance we had a pt on a low dose of alprostadil (0.01 mcg/kg/min; rate of 0.09 ml/hr) requiring a 3 ml syringe in order to infuse such a low rate. Several syringes were programmed over multiple days and noticed 2 times where the syringe (which should have lasted approx 24 hrs) ran out in 4 hrs and the 2nd time ran out in 8 hrs. In those instances, the pt received approx 3-6x the intended dose. No harm to the infant was reported. This is not the first time this has happened with a prostadil and other medications. Pump having more than one syringe option to select - nursing not being aware that there are 2 syringe sizes to select from. Nursing not knowing that the syringe size selected affects the infusion rate, busy environment, small working environment, low lighting, busy pt load. (B)(6), phone: (B)(6), email: (B)(6). Submission ID: (B)(4). Pt code: 4582. Device codes: 1311, 1670. Ref report: mw5184216.